Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pace impedance measurement of greater than 2000 ohms. Additionally, there was noise present on the rv lead, but it was not sensed by the device therefore, no pacing inhibiting occurred. Technical services (ts) was consulted and offered troubleshooting and programming options. Upon further review, the rv lead impedance measurement have been gradually increasing over the past two years. Patient was brought into the clinic for further follow up and device reprogramming. Subsequently, the patient underwent an rv lead revision procedure and during that procedure, while attempting to re-insert the right atrial (ra) lead into the device header, it was noted upon connection, the atrial electrogram (egm) did not display, therefore unable to sense. The device was successfully explanted and replaced. The rv lead was surgically abandoned and replaced. The ra lead remains in service with appropriate sensing reported at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pace impedance measurement of greater than 2000 ohms. Additionally, there was noise present on the rv lead, but it was not sensed by the device therefore, no pacing inhibiting occurred. Technical services (ts) was consulted and offered troubleshooting and programming options. Upon further review, the rv lead impedance measurement have been gradually increasing over the past two years. Patient was brought into the clinic for further follow up and device reprogramming. At this time this pacemaker system remains in service. No adverse patient effects were reported.